Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis as it was implanted. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(4) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2012, an elective percutaneous coronary intervention (pci) was performed. The 90% stenosed, 2.5x24mm, diffused target lesion was located in the mid right coronary artery (rca). Predilation was not performed and a 2.50x28mm promus element " drug-eluting stent was deployed at 18 atmospheres. Post dilation was performed and the visual residual stenosis rate was at 25% with timi 3 flow. The procedure was then completed. Two days later, the patient was discharged. In (B)(6) 2015, a coronary restenosis in the mid rca was noted. Another pci was then performed. The next day, the coronary restenosis was resolved.